Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user attempted a supply change and likely selected a fill-tubing-only step, resulting in no insulin delivery until they were guided to disconnect, confirm drops, and complete a full change of cartridge and tubing with steel cannula infusion sets, after which delivery was resumed. Symptoms included hyperglycemia with a reported peak of 374 mg/dl and anxiety. Outcomes included no use of backup therapy, no ketone testing, and no medical intervention. Investigation included remote troubleshooting and education on performing a complete supply change and appropriate meal announcement timing. Investigation of this case revealed user error related to an incomplete supply change workflow and missed meal announcement while insulin was low, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was user error.